Event description:
It was reported that high, and low out of range hv lead impedance was observed. No lead anomalies were noted on diagnostic imaging. Lead was capped and replaced. The patient is doing well and will be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.8cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).